Event description:
It was reported that a filter that had been implanted for a couple of years was discovered to be severely tilted, approx. 45-50 degrees, and have 4 fractured arms. The location of the fragments are unk. The filter migrated cephalad. The two intact arms were lodged in the left hepatic vein. The initial location of placement is not known. The filter was removed successfully. There was endothelium in the filter. No clot was present.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for eval to date. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: 1. Migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.